Manufacturer narrative:
(B)(4). The customer reported that the unit resets when the charge button is pressed when running the operational check. There was no report of pt involvement. The field service engineer evaluated the unit. The reported failure could not be reached and the device passed all testing. We cannot determine the cause of this reported issue.

Event description:
The customer reported that the unit resets when the charge button is pressed when running the operational check. There was no report of pt involvement.